Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, a minor scratched lcd window, and missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a low reservoir alert which could not be cleared. Customer stated that the buttons were unresponsive. Customer's blood glucose was 23 mmol/l. Insulin pump will be returned for analysis.